Event description:
Related manufacturer reference number: 2017865-2024-36980. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing pacing inhibition on the right ventricular (rv) lead. Device interrogation revealed noise oversensing and mode switch on the atrial (ra) lead. No changes or interventions were performed but scheduled. There were no patient consequences.